Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported by the rep during a lap hysterectomy, the jaw cracked on the device and parts for the device fell into the patient. The pieces were retrieved and the procedure was complete with a second like device with no patient consequences reported. The device will be returned.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the upper jaw detached and returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.